Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 321 mg/dl, 321 mg/dl and 121 mg/dl when all tests were performed within 10 mins on the compact plus system. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. Reporter stated that the first level of control was run on the system and was within range. A request was made for the return of the suspect device and replacement product was sent.